Manufacturer narrative:
H3 summary attached - updated. H3 device evaluated by mfg ¿updated. H4 manufacturing date ¿ added. D4 expiration date - added. D10 product available to stryker ¿ updated. D10 returned to manufacturer on ¿updated. Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. Visual/microscopic inspection: the stent was returned deployed. The stent and introducer sheath were intact. The stent delivery wire was not returned. Functional inspection: not carried out as stent was deployed. The reported event was confirmed during analysis. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. As per the available information the device was confirmed to be in good condition during preparation/prior to use on the patient, continuous flush was set up and maintained throughout the clinical procedure and the patients anatomy was not tortuous. The device was returned deployed, the stent delivery wire was not returned. An assignable cause of procedural factors will be assigned to the reported and to the analyzed issue of stent deployed prematurely during use, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that a stent assisted coil embolization procedure was performed in the anterior communicating artery. A microcatheter was chosen to reach the target lesion. While advancement of the subject stent through the microcatheter, the subject stent deployed prematurely at the tip of the microcatheter. The physician removed the microcatheter along with the subject stent from the patient's anatomy. The subject stent was replaced with another same device from the same catalogue and the procedure continued. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that a stent assisted coil embolization procedure was performed in the anterior communicating artery. A microcatheter was chosen to reach the target lesion. While advancement of the subject stent through the microcatheter, the subject stent deployed prematurely at the tip of the microcatheter. The physician removed the microcatheter along with the subject stent from the patient's anatomy. The subject stent was replaced with another same device from the same catalogue and the procedure continued. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.